Event description:
It was reported that when using the bd pyxis¿ es server users had lost communication and the services were keep starting and then stopping. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the services were stopped and lost the communication. The technical support specialist (tss) verified the services and confirmed that it was running. Customer network team stated that the hsts was installed, required to be uninstalled and the issue was resolved. Tss then started the services, and the care fusion coordination engine service was stopped due to e drive was full. Tss increased the drive space, cce services started and the messages were sent to logistics. The system functioned as intended after the technical support specialist troubleshot the device.